Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lack of efficacy/no efficacy was not resolved through the programming options. The cause of the patient not getting symptom relief like they did with the trial had not been determined. The rep stated that the hcp had told them that they may end up removing the ipg and lead and not replace it. The rep noted that it had not happened yet but was discussed. It was indicated that the patient had an appointment with the hcp sometime in (B)(6) to discuss options. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a lack of efficacy/no efficacy. The patient was keeping voiding diaries and voided very frequently. The patient was not getting the symptom relief that they got during their percutaneous never evaluation (pne) trial. It was noted no environmental/external/patient factors may have led or contributed to th e issue. Impedances were normal and the battery was ok. The patient and manufacturer representative were working through the 4 programs and would meet in 2 weeks to give the patient the advanced settings. The issue was not resolved at the time of the report. About three weeks later, additional information indicated that the programming option did not resolve the lack of efficacy. The cause of patient not getting symptom relief like the pne trial was not determined. Rep was informed by healthcare provider that they may end up removing the ins and lead and not replace it. This had not happened yet but it was discussed. Patient had an appointment with hcp sometime in april to discuss options. There were no further complications that have been reported as a result of this event.

Event description:
Additional information from the healthcare professional (hcp) reported the cause of the lack of therapeutic effect was not determined. The patient started having a return of symptoms despite several attempts of reprogramming. The hcp stated to actions or interventions taken to resolve the issue was medication, interrogations, interstim adjustment by the manufacturer representative (rep). There were no further complications that have been reported as a result of this event.